Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed high/unstable thresholds and impedance that was rising over the past year. It was also reported that the lead impedance was greater than 2500 at explant. A new ra lead was implanted. No patient complications have been reported as a result of this event.